Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed possible undersensing of a beat and may have marked a non-sustained ventricular tachycardia (vt) episode as terminated while it was still in progress. The lead remains in use. No patient complications have been reported as a result of this event.